Manufacturer narrative:
The hill-rom technician found all four brake casters are old and worn out, the brake bar not holding, and the brake caster stems were rounded off. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performs preventative maintenance on this bed. The technician replaced all four brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account sating the brakes are not holding when engaged. The bed was located at the account in ed room 2. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).